Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 05/18/2016 phone call, 05/20/2016 phone call, and 05/20/2016 phone call. A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The control panel assembly and flow sensors were replaced proactively. The unit was returned to service.

Event description:
The hospital reported a failure of the bag/vent switch to operate as expected during a case. The unit would not switch to mechanical ventilation. The patient was manually ventilated to complete the case. There is no report of patient injury.